Event description:
Procedure type: hernia. According to the reporter: according to the reporter: the lock lever used to fix the foam rubber on the cannula dropped off. The metal pin of the lever also fell off. Not patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).